Event description:
The customer alleged that the pump was calculating correction boluses inaccurately. Initially, the customer's blood glucose level was impacted (elevated); however, after an unspecified time, the customer noticed the issue and overrode the correction amount. During troubleshooting with tandem customer technical support (cts), the customer's personal profile settings were verified to be correct; however, the customer's insulin duration had been set to 3 hours on a previous pump but was set at 5 hours on the current pump. Cts explained that this would affect the calculation of correction boluses. The customer understood that pump calculations were due to customer inputting settings incorrectly and that the pump was performing as intended. The customer changed the insulin duration to 3 hours and was confident that the issue was resolved.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.